Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Sample returned to manufacturer that have damaged end caps.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged luer cap is inconclusive due to the state of the returned sample. One 19 ga x 0.75 in. Safestep infusion sets were returned for evaluation. An initial visual observation of the returned infusion sets revealed no obvious use residues throughout the returned device. Sample 4 was returned without its white luer cap. No luer cap material was observed in sample 4. This sample was determined to be inconclusive due to the luer cap not being returned with the device. This complaint will be recorded for future trending and monitoring purposes.